Event description:
Customer reported disconnection issues, and no image appeared on the camera head during preparation for use in a diagnostic procedure. The procedure was completed with the same device. The procedure was delayed due to no image issues during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to faulty charged coupled device (ccd). The device evaluation also found camera cable buckling and deposits on the video connector.  A review of the device history record found no deviations that could have caused or contributed to the reported issue.] It has been over 15 years since the subject device was manufactured.   Based on the results of the investigation, it is likely that the following led to the malfunction: it is surmised that an image was not displayed due to faulty ccd. We could not surmise the cause of the faulty ccd. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.